Event description:
It was reported that dr wanted a constrained liner to be used. During the procedure, he drilled a hole through the original liner and used a torx screw to remove the 36e liner. When he implanted the constrained liner, it would not lock into place. After several attempts, he decided to change the cup to an exateh cup with the constrained liner. After examination of our cup that was removed, it was noted by him that the inside of the cup was damaged from the drill and screw used to remove the original liner.

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.